Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) classified the following complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 10:30 am on (B)(6) 2010. It is not known when the patient had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages his diabetes with oral medication (glyburide and metformin). The patient confirmed that he continued with his usual dose of medication despite the alleged issue. Approximately twenty minutes after the alleged issue began, the patient claimed that he became "sweaty and agitated." It is unknown if the patient was able to test his blood glucose on any meter at the onset of his symptoms. The patient denied receiving medical treatment since the alleged issue began. During the troubleshooting session, the cca documented that the subject meter would not power on because the meter battery was installed backwards. The patient was given instructions on how to properly install the battery into the meter and the alleged issue was resolved. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged power issue began. However,based on the information given by the patient, there is no evidence that the alleged meter performed improperly since the reported issue was resolved with patient training.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.